Manufacturer narrative:
The returned broken screw was examined visually and inspected dimensionally where possible. No dimensional nonconformance was found. The fracture surface showed evidence of brittle fracture with little to no ductile presence. This is indicative of sudden failure, consistent with the clinical documentation. Additional mdrs associated with this event: 3025141-2017-00100: plate, 3025141-2017-00101: screw 1, 3025141-2017-00103: screw 3, 3025141-2017-00104: screw 4, 3025141-2017-00105: screw 5, 3025141-2017-00106: screw 6, 3025141-2017-00107: screw 7, 3025141-2017-00108: screw 8.

Event description:
A clavicle plate was implanted on (B)(6) 2017. The patient fell while skateboarding. One of the screws broke; the plate and the screws were explanted on (B)(6) 2017.